Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown concentration of morphine at 2.1 mg/day via an implantable pump for spinal pain. It was reported that three weeks ago, around the first of february, the patient's pump went empty. The patient spent quite a bit of time in a coma, which was noted to be for reasons unrelated to the pump, and the patient spent two weeks in the hospital. It was noted the patient could barely think and just got out of the hospital late friday night (B)(6) 2017 and it was too late to call the manufacturer for physician listings. It was stated that the patient needed a list of doctors who would refill the pump so he could get his pump refilled. It was further stated that the patient and his prior managing healthcare provider (hcp) had issues and the hcp told the patient the pump would be empty "a lot sooner than it was". It was stated that the patient thought he was doing better than they said he would, because he was feeling better, and he didn't realize he was as out of shape as he was. It was noted that the patient's pump went empty much later on than the hcp told the patient it would, which was noted to be november, 2016. The patient did not expect the symptoms he underwent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was stated that the patient once went out of the country and his pump ran out, "almost killing him". No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.